Event description:
The catheter migrated as confirmed by x-ray. The catheter was found coiled in the pump pocket. The hcp planned to replace the catheter the next day. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.